Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hypoglycemia overnight and after meal announcements, including events in the mid-40 mg/dl range, associated with announcing ¿usual¿ meals despite reduced carbohydrate intake and with late meal announcements. Symptoms included low blood glucose requiring carbohydrate treatment. Outcomes included user self-treatment with oral carbohydrates and adjustment of device settings to a higher overnight target per clinician guidance. Investigation included clinical troubleshooting, user education on meal announcement selection for reduced carbohydrate meals, and review of hypoglycemia treatment and late announcement practices. Investigation of this case revealed inappropriate meal announcement selection relative to actual carbohydrate intake and late announcements contributing to insulin mismatch and subsequent hypoglycemia; no device malfunction was identified. It was concluded that hypoglycemia occurred due to use-related factors, and the user was instructed on selecting ¿less than usual¿ for low-carb meals, treating lows with 10¿15 g carbohydrate and reassessing after 15 minutes, avoiding late meal announcements beyond 30 minutes, and increasing the overnight target to mitigate nocturnal lows. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.